Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed possible ventricular undersensing and oversensing noted on some electrograms (egm). It was noted the sensing does not appear to alter implantable cardioverter defibrillator (ICD) function. Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.